Event description:
It was reported that the stylet could not be removed after catheter insertion. There was no reported patient injury. No other information was reported.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficult stylet removal is confirmed and was determined to be related to manufacturing. One 3 fr s/l powerpicc sv catheter with t-lock assembly and stylet attached to the device was returned for evaluation. An initial visual observation showed no obvious use residues throughout the returned catheter. The catheter was observed to have a flattened section between the 29 cm and 31 cm depth markers. A functional test of attempting to flush the catheter with water using a 12 ml syringe revealed the catheter was not patent to infusion. An attempt to remove the stylet from the catheter revealed the stylet could not be easily removed from the device after an attempt to flush the catheter. A microscopic observation revealed the flattened section of the catheter to have a pattern similar to the sealing process of the packaging of the device. The failure of difficult stylet removal is confirmed and was determined to be related to manufacturing. The investigation was forwarded to the manufacturing facility for further evaluation, and bd is working closely with the manufacturing facility to prevent recurrence of the reported event. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that the stylet could not be removed after catheter insertion. There was no reported patient injury. No other information was reported.